Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
Model fb-15v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the light guide fiber bundle (lcb) fluid damage, the control body fluid damage, the side body cover broken, the ocular complete fluid damage, and the insertion flexile tube (ift) fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.